Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 4.00x16mm synergy¿ drug-eluting stent was advanced for treatment. However, a portion of the stent struts got lifted. The procedure was completed with a non-bsc stent. No patient's complications were reported and the patient's status was good.